Event description:
It was reported that the ivus catheter was used during a cardiac catheterization performed on a pt's left anterior descending (lad) artery. During the second insertion at a post ivus when the catheter was advanced to 10 mm from the distal tip of the guidewire, the catheter could no longer be advanced. The ivus catheter and the guidewire (different MFR) were withdrawn as a unit (refer to MFR #2939520-2012-00009). A second ivus catheter was opened and inserted into the pt for imaging and "the same event occurred. Both the ivus catheter and the guidewire were also withdrawn as a unit (refer to MFR report #2939520-2012-00010). The pt's lad was 90% stenosed and reportedly tortuous. The third ivus catheter functioned as intended and the procedure was completed." There were no adverse events or pt injuries reported. It is MFR's current policy to report instances where a catheter issue may cause removal or exchange of the guide wire.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. Both ivus catheter and guidewire (different MFR) were returned. Visual insp was performed and did not find any damaged with the ivus catheter. A kink was observed on the guidewire approx 485 mm proximal of the wire. The returned ivus catheter passed functional tests. The returned guidewire was used to test for guidewire movement to check any obstruction inside the catheter. The guidewire moved freely from the distal tip to the guidewire exit port. The kink noted on the guidewire could likely indicate force utilized while being passed through the tortuous targeted vessel. Because there was no damage noted to the returned ivus catheter and the device passed all functional testing, the most likely cause of this incident is the tortuousity and severe stenosis of the pt's left anterior descending (lad) artery. The IFU states that this device is a delicate scientific instrument and should be treated as such. Always observe the following precaution: if resistance is encountered during pullback, remove the entire sys (guide wire, ivus catheter, sheath/guide catheter) at the same time." The physician followed the IFU without any pt injury. No further action required.